Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced excessive bleeding from an implant surgery. Drain was placed and removed. The implant had not been turned on. Additional information has been requested, but was not available as of the date of this report.